Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a vns generator was removed recently because it was defective. All attempts for further info from the rptr and the explanting hosp have been unsuccessful to date.